Event description:
It was reported by the patient¿s wife that, ¿it did not seem to be working like it should.¿ patient services tried to find out what the caller meant. The caller replied that, while the patient had never been without pain, the pain had become worse gradually over the last couple of months. There was a loss of therapeutic effect. The healthcare professional (hcp) told the caller to get in touch with a manufacturer's representative. The patient had been to the hcp for the pain and had been receiving trigger point shots. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4)